Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient was having an issue with recharging. Environmental/external/patient factors that may have led or contributed to the issue remain unknown. The rep troubleshooted in the healthcare professional (hcp) office on (B)(6) 2018. The patient reported that it has been difficult to recharge. The ins is positioned left to the spine; flank level. The rep noted that the patient is very ¿fluffy¿. The patient recharges in bed, sitting up. First the rep asked the patient to put the recharger over the ins as they usually do. It was noted that the patient uses adhesive discs with their belt. When the patient sits straight up, in bed, they could not get any positive coupling bar. However, when the patient bends at the torso towards their knees, they are able to get positive coupling of 6-8 bars. The rep feels the ins is ¿positional¿. The patient had surgical intervention. The rep would attend the patient¿s next appointment in (B)(6) to discuss the position of the ins. The issue was not yet resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.